Event description:
Additional information received reported the physician contacted regarding this event was not aware of the event.

Manufacturer narrative:
Lead model 3093-28, lot# v836183, implanted: 2012-02-20, (B)(4).

Event description:
The patient experienced a burning/stinging sensation following a position change sunday night. She moved and felt a pain at the ins site. Yesterday she felt more uncomfortable and had discomfort in the rectum so she turned it down to 0 and then off. It was noted that she really needs the device. Additional information has been requested.